Event description:
A call was received by technical services on 3/31/11. Caller stated noise on lead. Lead is still in service. No adverse patient affects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)